Manufacturer narrative:
(B)(4). Date sent: 10/09/2025. D4: batch #unknown. Additional information was requested, and the following was obtained: they attempted to fire the psee60a twice. Both times- the gold reload fell out of the jaws and into the chest before he extracted the stapler. He stated one reload was fired and one was not. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 09/12/2025 b3: only event year known: 2025 d4: batch #unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the surgeon described that after firing with the gold reload gst60d, they attempted to remove the reload from the chest, but it fell into the chest. During a subsequent attempt, the gold reload appeared to be loose in the jaws. No patient consequences were reported. No additional information provided.